Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported by a corin representative that the patient was revised due to thigh pain. Ops plan with dha along with ops acetabular & femoral guides were used as an assistive technology in the primary surgery.

Event description:
It was reported by a corin representative that the patient was revised due to thigh pain. Ops plan with dha along with ops acetabular & femoral guides were used as an assistive technology in the primary surgery.

Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops insight, pre and post operative imaging of the patient, ops acetabular and femoral guides. All manufacturing steps of implant positioning and report generation were reviewed. Conclusion: all operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related processes or acetabular or femoral guide. Without post-operative imaging it is difficult to determine if the stem was implanted according to the planning. If the stem was implanted more varus than was planned it may result in lateral thigh pain. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.